Event description:
It was reported that a patient has seen 2 dermatologist, has been prescribed a topical cream and has redness and weeping under the tape collar for a 1 year time frame. This condition started out on one side and migrated all the way around, under the tape border only. The report is that there is no itching and the area does weep. The patient has prescription cream that will resolve the issue and then "it comes back". No additional information is provided. No patient outcome was provided.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.